Event description:
Pt had a slight shortness of breath in 2003. They went to the hospital and were diagnosed with pulmonary emboli. They were convinced that angio jet was the best option and after use they developed pulmonary hemorrhage. They were on ventilator for a while. They were in the hospital for five weeks before they passed on.